Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Analysis was unable to perform the displacement test due to broken reservoir tube lip. The pump also had minor scratched lcd window and missing o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. Customer stated the insulin pump fell and hit the floor and there is a crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.